Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a procedure, the or director described that during specimen delivery a piece of pouch material tore off the device while inside the patient's abdomen and that the surgeon was unable to retrieve. The procedure was completed with no further incident and, at this time, there have been no patient consequences. The device was not saved. There were no patient consequences.